Manufacturer narrative:
The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. Mee-2000 unit was being shown as demo to a customer by our product manager. At this time, the device was operating in the tcmep simulator constant voltage function, and the device allowed the user to set the device to deliver up to 20 pulses per train. The device is intended to have a specification to limit the device to no more than 9 pulses per train as described in a safety limitation noted in the 510k summary of the device. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. Mee-2000 unit was being shown as demo to a customer by our product manager. At this time, the device was operating in the tcmep simulator constant voltage function, and the device allowed the user to set the device to deliver up to 20 pulses per train. The device is intended to have a specification to limit the device to no more than 9 pulses per train as described in a safety limitation noted in the 510k summary of the device.

Event description:
The mee-2000a is an iom system which is used for evoked potentials, eegs, and emgs. Mee-2000 unit was being shown as demo to a customer by our product manager. At this time, the device was operating in the tcmep simulator constant voltage function, and the device allowed the user to set the device to deliver up to 20 pulses per train. The device is intended to have a specification to limit the device to no more than 9 pulses per train as described in a safety limitation noted in the 510k summary of the device.

Manufacturer narrative:
Complaint information: on (B)(6) 2018, customer at nihon kohden america reported in the settings the mee-2000 when using the tcmep stimulator, using constant voltage can deliver as many as 20 pulses per train. These setting are against the 510k submission and need to be restricted to 9 pulses per train (correctly governed using constant current) on mee-2000a series while performing a demo. Service requested: assistance in restricting the pulse per train number to 9. Service performed: mee-2000 unit was being shown as demo to a customer by our product manager. At this time, the device was operating in the tcmep simulator constant voltage function, and the device allowed the user to set the device to deliver up to 20 pulses per train. The device is intended to have a specification to limit the device to no more than 9 pulses per train as described in a safety limitation note in the 510k summary of the device. The summary has been attached and the information being referred to is on page 20. Investigation result: root cause of the issue was manufacturing defect, which was corrected in new version ver04-21 which was release on august 23, 2018 and updated in all the products. All the products were updated to the latest version before using on patients. No harm or incidents have been reported till date (02/06/2020) related to the reported issue. Additional information: b4. Date of this report. D10. Device available for evaluation? F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.